Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d8, d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the reportable malfunction was likely due to some kind of stress such as damage or deterioration of parts, and interoperability problem. However, the root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had glue blocking the water in the air channel. The issue was found during service / maintenance (not in a clinical setting). There were no reports of patient involvement.